Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) there are nicks/cuts on the lens after injection. Additional information was requested and received stating the procedure was completed with the same lens and the lens remines implanted.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).